Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years, 2 months, and 11 days following the implant of this transcatheter bioprosthetic valve, a patient experienced severe central aortic insufficiency. The medtronic valve was explanted and replaced through a surgical intervention.

Event description:
It was reported that approximately 4 years, 2 months, and 11 days following the implant of this transcatheter bioprosthetic valve, a patient experienced severe central aortic insufficiency. The medtronic valve was explanted and replaced through a surgical intervention.

Manufacturer narrative:
Updated data: a4. Weight in lbs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received inside a specimen jar, half-filled with dark solution. Leaflet 1 (l1) appeared partially open while leaflet 2 (l2) and leaflet 3 (l3) were in a closed position, small gap was noted between the free margins of l2 and l3. All leaflets were flexible. Leaflet 1 and leaflet 2 were intact; no damages were observed. Leaflet 3 showed multiple abrasions to the belly, a hole (approximately 6mm x 4 mm) and adjacent leaflet deterioration. Abrasions may have possibly occurred from contact with the frame and / or native tissue. All commissures appeared intact. All sutures appeared intact. The frame appeared intact; no bends or kinks were observed. Remnants of off-white pannus adhered to the outflow frame adjacent to leaflet 1. Multifocal calcification nodules were noted along the valve skirt of the outer wall. An unknown number of pannus may have been removed during explant. Radiography revealed calcification on the outer wall. Radiography did not reveal fractures to the frame. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.